Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 4351m, serial # (B)(4), implanted: (B)(6) 2013, product type. (B)(4).

Event description:
It was reported that impedances were out of range. It was noted that the system was verified for functionality after the leads were implanted in the stomach wall and connected to the implantable neurostimulator (ins). When interrogating the device, impedances were measured at 292 ohms, which was below the expected range of 300 to 1200 ohms. The device and leads functioned as expected, but the impedance was out of range from that in the protocol. It was noted that the "decision in the operating room was to leave the device implanted without modifications to the device or leads." It was noted that the site would continue to monitor the impedance levels.